Event description:
It was reported that the pt's hearing loss has increased in the last years. She did not receive sufficient gain from her vibrant soundbridge. The pt was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.